Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low; although specific value was not provided. Emergency services were called. It was also reported that an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.